Manufacturer narrative:
Sc-8336-50 (sn:(B)(6)) .the returned lead was analyzed and media inspection revealed that multiple electrodes were dislodged from the paddle lead. Visual inspection revealed that the paddle was torn. Eleven electrodes were dislodged and not returned. It appeared that excessive mechanical force was exerted onto the paddle lead tails when it migrated, causing the severe damage to the paddle and dislodgement of the electrodes. With all the available information, boston scientific concludes that the complaint has been confirmed. A labelling review found that the reported event was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that patient experienced loss of stimulation coverage. An x-ray was taken and showed that the paddle lead had migrated. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that patient experienced loss of stimulation coverage. An x-ray was taken and showed that the paddle lead had migrated. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.